Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.   The evaluator found the pump and thermistors to function as intended while running a loaded set. The device was evaluated, which includes evaluation of the ultrasonic sensor assembly, input/output and processor boards, and no abnormalities were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and the customer reported problem could not be verified through the event history log. The last day of customer use in the log was one month and one day before the customer's reported event date. There are zero events of system error 345 in the log. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.